Event description:
A hospital in another country, reported to our distributor that four mr290 adult autofeed humidification chambers were cracked by use with a ventilator from sensormedics (25 l/min flow). The four chambers were all broken in the same area, opposite to the water inflow. No patient consequence was reported.

Manufacturer narrative:
The devices related to the complaint were destroyed by the hospital and so not returned. An investigation has been carried out based on the event description and previous experience. Results: our records indicate that no other complaints of this nature have been received for this lot number. The cracks are likely to have occurred during use from stresses induced from the high frequency ventilator oscillations on the plastic chamber dome. Conclusions: an hfv chamber has been designed for use on high frequency ventilators to prevent this cracking from occurring. Fisher & paykel healthcare recommends the use of these chambers when administering high frequency ventilation therapy. The occurrence rate for such complaints is very low at 0.00044% worldwide for the last year. We will continue to monitor and trend such complaints. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future.